Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). A pneumoperitoneum is a known complication of a peg tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, it was reported the patient had abdominal pain in the morning after tube placement the afternoon before. The nurse reports that the patient had a medical review and is to remain nil by pej for 24 hours with an abdominal scan scheduled for (B)(6) 2021. Nurse reported that they think it is free gas and it should resolve. At time of report pain had subsided and patient feeling much better. On (B)(6) 2021, nurse confirmed pneumoperitoneum, which has resolved. Patient to commence duodopa on (B)(6) 2021 once clearance given by medical team.